Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov-2019 through oct-2021was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 10/13/2021. An investigation was conducted on 01/19/2022. A visual inspection was conducted. The product box was observed to be intact, no visual defects were observed. The plastic protective barrier containing the product was removed from the product box. A hole was observed on the one end of the plastic protective barrier. No other visual defects were observed. Based on the returned condition of the device, the reported failure "manufacturing, packaging or shipping problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b3, d4, g4, g7, h2, h4.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 has a slit in the inner packaging . Not used in patient.